Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-44905. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker and right ventricle (rv) lead exhibited a failure to capture and noise oversensing. Also, a loose setscrew was noted on the right ventricular port of the device. Both pacemaker and rv lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.